Event description:
Information was received indicating that during pre-test, a smiths medical cadd solis vip pump exhibited occlusion alarm. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional findings: it was observed that the event history log (ehl) found high alarm displayed: upstream occlusion and info alarm: upstream occlusion cleared. The reported issue could not be duplicated. The device passed occlusion tests. The technician recommended the calibration of the sensors and a full annual standard preventive maintenance of the device.

Event description:
Additionally reported, the occlusion alarm was noted (during testing). There was no patient involvement or patient injury.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was not duplicated. Calibrated the sensors and performed a full annual standard pm (preventive maintenance). The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.